Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the gynecological procedure was on (B)(6) 2010 and mesh was implanted along with an aris trans-obturator tape.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stage three cystocele. It was reported that the patient had a concurrent procedure of a perineorrhaphy performed during mesh implantation. It was reported that patient underwent the following procedures: on (B)(6) 2011 the patient underwent excision of exposed suburethral sling and intravaginal mesh. On (B)(6) 2011 the patient underwent removal of eroded mesh. On (B)(6) 2011 the patient underwent repair of vesicovaginal fistula and removal of eroded mesh. (B)(4).